Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? No additional information was provided by the hospital. Events reported via: 2210968-2021-07136.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2021. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number ap2659, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.